Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: wire driver device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an orthopedic surgical procedure, it was observed that the small battery drive device was squealing while in use with the wire driver. It was not reported if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.